Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that on (B)(6) 2011, the pump was refilled with the same concentrations of morphine 20 mg/ml and baclofen 170 mcg/ml. The dose of morphine (which was the primary drug) was decreased from 5.5 mg/day to 4.5 mg/day. On (B)(6) 2011, the pt experienced overdose symptoms: lethargy and respiratory depression. The pt "coded." The pt was hospitalized. The pump was stopped. The pt was started on a narcan intravenous drip. The pt was stabilized. On (B)(6) 2011, the physician decreased the pump daily dose to 2 mg/day and updated the pump. On (B)(6) 2011, the pt had another overdose situation. The pump and catheter were explanted on (B)(6) 2011 w/o further troubleshooting done to the pump system. During surgery, approx 25 mls of fluid was aspirated from the pump pocket. The actual and expected reservoir volumes of the pump were the same at 38 mls. The drug from the pump, as well as the fluid aspirated from the pocket, were tested. The drug came back as morphine 18.8 mg/ml (suppose to be 2 mg/ml), baclofen 172 ug/ml (supposed to be 170 ug/ml). It was also noted that there was no drug in pocket. It was later reported that prior to the event, the pt was being weaned off the pump; there was a plan to explant the pump as it was not helping. The pump was "working fine" and was not suspected as the cause of the event. The catheter was "fine." It was suspected the drug was not compounded correctly. As of (B)(6) 2011, it was reported that the pt was discharged and doing fine. It was also noted that the pump contained compounded baclofen.